Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that only the sheath was returned, with a kink in the sheath assembly. The guidewire exit port was damaged. A test guidewire was inserted, and no indication of resistance was found when tracking the guidewire into the catheter.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the final confirmation, the catheter got stuck in the stent. A non-bsc wire was placed and advanced into the wire and was changed around the port to release the catheter. The procedure was completed using this device. There was no patient injury.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the final confirmation, the catheter got stuck in the stent. A non-bsc wire was placed and advanced into the wire and was changed around the port to release the catheter. The procedure was completed using this device. There was no patient injury.